Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device housing was cracked and broken apart, which led to the adaptor damage. However, the definitive root cause of the adapter damage could not be determined. It is possible that the event was caused by age deterioration due to an unexpected sterilization cycle, sterilization on an inadequately rinsed or dried device, adhesive deterioration due to chemical stress, or physical stress by attachment and detachment of the tightening ring with excessive force. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not store the forceps/irrigation plug in direct sunlight and/or in a place exposed to x-rays. Otherwise, the forceps/irrigation plug may be damaged, or an infection control risk may arise.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 telephone format: (B)(6), (include here based on format limitation in respective field). The device was returned and the evaluation is pending. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported (on behalf of the customer) that the forceps/irrigation plug (isolated type) had the adapter twisted on by the doctor and it split into two. The event occurred during preparation for use of a therapeutic cystoscopy procedure. There was no delay, and the procedure was completed using a similar device. There was no patient harm associated with this event.